Manufacturer narrative:
Investigation conclusion: all samples tested were negative for sars on the solana sars assay. All results were valid, and no false positives were detected for all patient samples. In addition, the positive control for the assay reported as positive. Root cause: could not duplicate with patient sample. Source: phone and email.

Event description:
Reported false positive sars result for (B)(4) patient. It is unknown if the patient was symptomatic. The customer communicated the patient tested negative with molecular (pcr testing) method.